Manufacturer narrative:
Per the tandem user guide: do not remove or add insulin from a filled cartridge. This will result in an inaccurate display of the insulin level on the home screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer's blood glucose level was 326 mg/dl. Reportedly, the customer was adding/removing insulin to the cartridge during pumping and/or outside of the load sequence. Tandem technical support educated customer regarding proper loading instructions. Multiple attempts were made by tandem technical support for additional follow-up with the customer on the reported issue, but no response was received.